Event description:
It was reported that customer experienced frequent cartridge load errors. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.